Event description:
A report was received that a patient was experiencing a loss of stimulation and high impedances on 5 contacts of the lead. The patient's lead splitter will be explanted to determine to cause of the high impedances.

Event description:
A report was received that a patient was experiencing a loss of stimulation and high impedances on 5 contacts of the lead. The patient's lead splitter will be explanted to determine to cause of the high impedances.

Manufacturer narrative:
Additional suspect medical device components involved: model #: sc-2316-70, serial/lot#: (B)(4), description: infinion 70 cm lead kit.

Event description:
A report was received that a patient was experiencing a loss of stimulation and high impedances on 5 contacts of the lead. The patient's lead extension will be explanted to determine to cause of the high impedances.

Manufacturer narrative:
Additional information was received that both the patient's lead splitter and lead were explanted due to high impedances on multiple contacts. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Sc-2316-70 sn (B)(4): device evaluation indicated that the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead, approximately 18.10 cm from the distal end. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. The broken cables resulted in the reported complaint of high impedance. Sc-3400-30 sn (B)(4): visual inspection revealed that the lead was cleanly cut approximately 29 cm from the connector of the splitter. Two of the proximal ends of the splitter were not returned. Electrical tests could not be performed due to broken cables. This is a result of a typical explant procedure and is not considered a failure.